Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system showed an alert due to a jump in right ventricular (rv) shock impedance measurement above 200 ohms. Rv pacing impedance slightly decreased within range measurements. Technical services (ts) was consulted and noted far field r wave oversensing from a couple of months ago. Ts reviewed possible reasons for the exhibited behavior and recommended further evaluation. It was then discovered that the patient had a tens machine that caused these measurements, recent measurements were within range and stable. This ICD system remains in service and the patient will continue to be monitored. No adverse patient effects were reported.